Manufacturer narrative:
H3, h6: one fast-fix 360 straight needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If further information becomes available, the complaint may be revisited. Instructions for use contains recommendations and precautionary statements for proper use of product. Factors that could affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences unrelated to manufacture that might compromise product performance or integrity include: 1) inadvertent twisting triggering deployment ring during removal from packaging. 2) use inconsistent with instructions for use recommendations. 3) inadvertent twisting or bending of the delivery needle. 4) incomplete needle penetration through meniscus. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during meniscal suture procedure when the first device fires, the second shot automatically releases and suturing was not possible. No delay or patient injuries were reported. It is unknown if a backup device was available and how the issue was resolved.

Manufacturer narrative:
B5: event description updated.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the procedure when the first device fires, the second shot automatically release, and suturing was not possible. No delay or patient injuries were reported. Although no backup device is reported, there is no information that reasonably suggests a procedure cancellation, change in surgical technique nor use of competitor device occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.